Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported patient injury. Postoperatively, the 6f exoseal was used for blocking and hemostasis. When the device was slowly withdrawn at an angle of about 45°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for about 1 cm, but the blocker indicator window did not change color, and then continued to be withdrawn slowly, and the indicator window never changed color. The procedure was performed with a retrograde puncture from the left femoral artery using a short 6f non-cordis sheath. The operator has had many years of experience using the exoseal. The patient does not have a history of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18372569 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and 6f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The device was not attempted to be deployed outside of the patient's body. Postoperatively, the 6f exoseal was used for blocking and hemostasis. When the device was slowly withdrawn at an angle of about 45°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for about 1 cm, but the blocker indicator window did not change color, and then continued to be withdrawn slowly, and the indicator window never changed color. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde puncture from the left femoral artery using a short 6f non-cordis sheath. The operator has had many years of experience using the exoseal. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device was later returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and 6f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The device was not attempted to be deployed outside of the patient's body. Postoperatively, the 6f exoseal was used for blocking and hemostasis. When the device was slowly withdrawn at an angle of about 45°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for about 1 cm, but the blocker indicator window did not change color, and then continued to be withdrawn slowly, and the indicator window never changed color. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde puncture from the left femoral artery using a short 6f non-cordis sheath. The operator has had many years of experience using the exoseal. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, a kink was observed on the delivery shaft, located 5 cm from the distal tip. A dimensional analysis was conducted near the affected portion of the delivery shaft to verify the outer diameter. The result obtained falls within the specification. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Full depression of the deployment lever followed, resulting in retraction of the indicator wire and expected plug deployment. The indicator window subsequently reached the black/white/red position. A high magnification evaluation was performed on the internal mechanism of the unit. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot: 18372569 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.